Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead became dislodged and appeared to be in the rv outflow tract. It was further noted that the rv lead exhibited ventricular loss of capture and the patient experienced an arrhythmia which was further specified as a heart block. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.